Event description:
The patient was transferred to the hospital from a nursing home due to a return of parkinson's motor symptoms. He experienced severe akinesia and rigidity in the right arm. The inss were interrogated and were found to be turned off. Both of the ins' were turned back on and the patient was doing well. His primary care physician was going to manage his medication and devices. Reference manufacturer report # 3004209178-2013-06283.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial#: (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID: 3389s-40, lot#: v011468, implanted: (B)(6) 2006, product type: lead; product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 3389s-40, lot#: v009814, implanted: (B)(6) 2006, product type: lead; product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).